Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced sensor reading discrepancies. It was stated that the sensor was reading 49 mg/dl and the insulin pump went into threshold suspend but the blood glucose value was 121 mg/dl. Customer's blood glucose at the time of the call was 118 mg/dl. It was explained that the threshold suspend limit was set up at 60 mg/dl. Mother was advised to turn the sensor feature off and then back on and perform reconnect old sensor. The sensor would not be replaced or returned for analysis.